Event description:
The customer contact reported the device alarmed with an e231 (battery charger timeout) error code. The device was returned to the materials management department with an unsigned note that stated, "continuously alarming e231." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reported upon query by hospira personnel.